Event description:
Additional information: it was clarified by the customer that no medical intervention was necessary.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, d8/9, h3, h6: health effect - impact code, type of investigation, investigation findings, investigation conclusions, h10 and g1. Complaint is confirmed. Visual evaluation noted that the distal end of the multifire scorpion needle is broken off and bent of the multifire¿ scorpion¿ needle. No broken pieces were returned for investigation. The thickness of the device was measured and found to be 0.0131, this is within the tolerance per drawing c25804 which is listed at 0.0130 ± 0.0005. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing the needle through fibrous/calcific tissue.

Event description:
It was reported that during a knee surgery, the needle broke while repairing the cap ( thick cap ). It was impossible to find the piece of needle inside the patient. The patient was reported to be allergic to nickel. Actions were taken in the care facility to manage the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.